Manufacturer narrative:
The customer reported the multigas unit displayed an error message. The customer does not remember the exact verbiage of the error. Per the customer, during use, the gas monitor stopped monitoring then they lost all waves and numerics. The customer switched to a different unit and continued monitoring without issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported the multigas unit displayed an error message. Per the customer, during use, the gas monitor stopped monitoring then they lost all waves and numerics. There was no patient injury reported.